Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected information.

Event description:
Additional information: it was reported that the patient was started on a low dose digoxin 125mcg three times per week beginning on (B)(6) 2019 to prevent arteriovenous malformation (avm). The gastrointestinal (gi) bleed reportedly resolved on (B)(6) 2019 and the patient was discharged that day. The patient was reported as currently stable.

Manufacturer narrative:
Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019, the patient was admitted due to gastrointestinal (gi) bleeding. The patient was not prescribed any anticoagulants at the time of the event. Arteriovenous malformation (avm) was found at duodenum and clipped. The patient was hospitalized and the event was reported as ongoing.